Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd. A f/u report with failure investigation results will be submitted should the device be returned for eval.

Event description:
Rec'd a report from carefusion sales rep, a home care pt was receiving treatment in the outpatient oncology department. A nurse noticed the maxplus valve leaking when she went to use it. There was no harm to the pt or medical intervention. The customer stated that no further pt event info is available.